Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the rear therapy electrode pads. The patient reported that she received an ointment from the rehab clinic to use on the area. During a follow up, the patient indicated that her doctor prescribed a hydro-cortisone ointment on the irritation and that it was improving.